Event description:
Healthcare professional reported, "a right rupture". The device has been explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed, as surgical damage. And missing piece of the shell assessed, as inconclusive. Additional observations: yellow particles observed, in the shell. Crease flat observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a right rupture." Device remains implanted. Right side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 additional (fax number): (B)(6). Continued additional e1 email address: (B)(6).

Event description:
Healthcare professional reported "a right rupture." The device has been explanted and replaced. Right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.